Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. Initial reporter phone: (b)(46 . All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that doctor observed foreign material which looked like air bubbles when healon was injected into the eye. The particles were removed during irrigation and aspiration (I/a). The surgery was successfully completed. No patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/16/2017. Device returned to manufacturer? Yes. Returned sample: the returned complaint sample consisted of the activated cylinder with approximately 0.15 ml of remaining expellable solution, the cylinder holder and the plunger rod, which was attached at the backside of the blue rubber plunger. The customer¿s cannula with protection sheath was attached to the cannula mount on the holder. The assembled syringe was placed into a plastic bag. The visual inspection of the returned complaint syringe and remaining healon solution has not been able to confirm the customer¿s report. The syringe components and remaining solution were clear and free from any material which could explain the customer¿s observation. A video provided by the customer was evaluated. The customer¿s report has been confirmed through the video. The source and identity of this material is not known and thus it has not been confirmed if there was a product non-conformance. No probable cause can be determined from this investigation. Visual inspection on retained products on lot# uc31164 was performed. 35 samples have been investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.